Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the sensed wave of the compound motor action potential (cmap) decreased and diaphragmatic response reduction was detected by abdominal palpitation. A double stop technique was performed. The sensed wave of cmap was still not recovered when the patient left the operating room. Phrenic nerve paralysis was confirmed at discharge. The case was completed with cryo. No further patient complications have been reported as a result of this event.